Event description:
Tip of drysdale nucleus manipulator broke during procedure. The broken instrument was discovered after the case was complete. X-rays were taken. Tip of instrument surfaced 5 days later at which time it was removed from the eye.